Event description:
This complaint is reportable based on additional information received on 04/29/2009. It was reported that the physician feels the taxus liberte stent packaging/labeling is too similar to that of the liberte stent products resulting in the wrong device to be "grabbed". Additional information received found that during a coronary treatment procedure, a bare metal stent was implanted, instead of the drug eluting stent. The patient subsequently had a gi bleed, but recovered. The patient may have received asa/plavix. Patient status reported as "okay". The relationship of the gi bleed to the liberte stent is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.